Event description:
It was reported that the insulin pump fell out of the clip and the entire back portion of the insulin pump is broken off. The current blood glucose reading is 386 mg/dl. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off the end cap.